Event description:
This case involved a (B)(6) year old female with a medical of pulmonary valve stenosis, dyslipidemia, obstructive sleep apnea, type 2 diabetes, uterine cancer, transient ischemic attack, pacemaker placement in 2016. She underwent a brock closed pulmonary valvotomy as an infant. She has symptoms of fatigue and exercise intolerance which worsened. She has developed recurrent pulmonary valve dysfunction with both stenosis and insufficiency and has associated right heart chamber enlargement and mild right ventricular dysfunction. She was admitted with right leg cellulitis and she has completely recovered from that infection. She was planned to undergo transcatheter pulmonary valve replacement procedure. The procedure had to be cancelled due to elevated wbc count.

Event description:
Edwards received information that this patient with an 29mm valve implanted 20 years and nine months ago, has symptoms of fatigue and exercise intolerance which worsened. She has developed recurrent pulmonary valve dysfunction with both stenosis and insufficiency and has associated right heart chamber enlargement and mild right ventricular dysfunction. She was admitted with right leg cellulitis and she has completely recovered from that infection. A 23mm transcatheter valve was implanted inside the failing 29mm valve. Patient tolerated the procedure without difficulty.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with an 29mm valve implanted 20 years, nine months, was to undergo valve-in-valve procedure in pulmonary position due to regurgitation; however, the case had to be cancelled due to elevated wbc count. There is no rescheduled valve-in-valve procedure date as of yet. The patient is a hospital inpatient.

Event description:
Edwards received information that this patient with an 29mm valve implanted 20 years and nine months ago, had symptoms of fatigue and exercise intolerance which worsened. She had developed recurrent pulmonary valve dysfunction with both stenosis and insufficiency and had associated right heart chamber enlargement and mild right ventricular dysfunction. She underwent valve-in-valve intervention after 20 years and 11 months. A 23mm valve was implanted inside the failing 29mm valve. The patient tolerated the procedure without difficulty. The patient was discharged home in stable condition on pod #2.